Manufacturer narrative:
An outside the united states customer contacted siemens to report that a falsely depressed microalbumin (ualb) patient sample test result was obtained from an advia 1800 instrument. Siemens is investigating.

Event description:
A falsely depressed microalbumin (ualb) patient sample test result was obtained from an advia 1800 instrument. The initial result was reported to the physician(s). The same sample was repeated twice on an alternate instrument. The repeat test results are considered correct, were reported to the physician(s) and are aligned with patient history. The customer stated there was a delay of approximately 40 minutes in reporting the repeat results. There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
The initial MDR 2432235-2021-00296 was filed on 23-nov-2021. Additional information (24-feb-2022): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed service maintenance procedures. Siemens reviewed the available information, and contributing factors such as sample integrity or preanalytical variables could not be ruled out as the cause of the falsely depressed microalbumin (ualb) patient sample test result. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The analyzer is performing within specifications. No further evaluation of the analyzer is needed. Section h6 adverse event problem type of investigation code was revised.

Event description:
A falsely depressed microalbumin (ualb) patient sample test result was obtained from an advia 1800 instrument. The initial result was reported to the physician(s). The same sample was repeated twice on an alternate instrument. The repeat test results are considered correct, were reported to the physician(s) and are aligned with patient history. The customer stated there was a delay of approximately 40 minutes in reporting the repeat results. There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that a falsely depressed microalbumin (ualb) patient sample test result was obtained from an advia 1800 instrument. Siemens is investigating.